Manufacturer narrative:
One device was returned for repair. This device has not been serviced in the past 12 months. Visual evaluation found the lcd lens scratched. There were no event logs to review. Primary reported problem of unusable battery alarm was not replicated, and the cause of the device issue was not found. Did not replace any component to correct the reported problem. The lcd lens was replaced. The device passed all functional tests.

Event description:
It was reported that the device had an unusable battery alarm. The product fault occurred during testing. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.